Manufacturer narrative:
Other, other text: one unit was received for evaluation; the returned units were received in decontaminated condition without their original packaging. Inspection was performed based on the sample provided by the customer. Visual inspection showed no damaged, broken, or other defects were detected in none of the joints of the product. Functional testing performed, sample was tested with a syringe to replicate the failure mode. No leaks were detected. The failure mode reported is not confirmed. No corrective actions are required and root cause cannot be determined since complaint was not confirmed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the catheter is leaking. No patient injury was reported.